Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer failed and displayed a failed to close error, despite the drawer being properly closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer main 6 had failed to close. A field service engineer (fse) had replaced the plunger, inseparable, and latch sensor, which did not resolve the issue. Later, the fse replaced the drawer, and the issue was resolved. The system functioned as intended after the field service engineer repaired the device.